Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the metal strike plate of the ratchet handle broke off and fell outside of the patient. - return requested. Replacement small straight ratcheting handle shipped to site 08/12/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the small straight ratcheting handle was damaged. They switched to the solera handle to continue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was minimal, less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided.